Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated that the malfunction occurred when user trying to remove medication for the patient, which resulted in delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station down and will not power on auxiliary 4.1 and 4.2. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after field service engineer troubleshooted the device.